Manufacturer narrative:
The reporter of the event has been asked to return the product for analysis. To date, apollo has not yet received the device. A review of the device labeling notes the following: the physiological response of the patient to the presence of the orbera system balloon may vary depending upon the patient's general condition and the level and type of activity. The types and frequency of administration of drugs or diet supplements and the overall diet of the patient may also affect the response. Each patient must be monitored closely during the entire term of treatment in order to detect the development of possible complications. Each patient should be instructed regarding symptoms of deflation, gastrointestinal obstruction, ulceration and other complications which might occur, and should be advised to contact his/her physician immediately upon the onset of such symptoms. Complications: possible complications of the use of the orbera system include: gastric discomfort, feelings of nausea and vomiting following balloon placement as the digestive system adjusts to the presence of the balloon. Continuing nausea and vomiting. This could result from direct irritation of the lining of the stomach or as a result of the balloon blocking the outlet of the stomach. It is even theoretically possible that the balloon could prevent vomiting (not nausea or retching) by blocking the inlet to the stomach from the esophagus. Bacterial growth in the fluid which fills the balloon. Rapid release of this fluid into the intestine could cause infection, fever, cramps and diarrhea.

Event description:
Reported as: "the patient complains of nausea and vomiting. X-ray and endoscopy were performed and confirmed hyperinflation." Balloon was removed.

Manufacturer narrative:
Device evaluation summary: the device was returned to the apollo device analysis laboratory on 12/sep/2019. A visual examination was performed on the device, and noted the device was received deployed. The balloon was noted to be discolored, as the center patch was yellow, and the shell was blue and green in appearance. Brown, yellow and white particulate matter was observed on the outer surface of the balloon shell. Four openings were observed on the radius of the balloon shell. A valve test was performed, and the flow of di water was continuous and unobstructed. An air leak test was performed, and the balloon was noted to be leaking from several openings on the shell. Under microscopic analysis, all six openings were observed to have striated edges, consistent with damage from a surgical tool, and surgical damage from device removal activities. Three non-penetrating nicks/marks were noted on the radius portion of the balloon shell. The edges of the non-penetrating nicks/marks were observed to be striated and associated with damage from a surgical tool. White particles were noted to be covering approximately 60% of the outer surface of the shell. The valve channel was noted to be blue in appearance. No particles or foreign material were noted on the inner surface of the valve channel.